Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+2.0/141 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting. At the date of MDR submission, the lens remains implanted, surgeon plans to exchange.